Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was returned severed into two segments 5.8 centimeters (cm) from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead revealed that the gore covering was abraded through to the distal shocking coils. Under normal circumstances, abrasion of the gore covering will not impact the functionality of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing thresholds and noise.

Event description:
It was reported that boston scientific technical services (ts) was contacted about inappropriate shocks due to t-wave oversensing. The patient was admitted to the emergency room. The healthcare professional (hcp) also mentioned that there was no magnetic response from the device, but the field representative verified magnetic response and noted that the hcp must have placed the magnet incorrectly. The patient remained in the hospital and the next day everything was working appropriately. The device and leads were later explanted due to a product performance issue. No additional adverse patient effects were reported.